Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. A leak test was performed and no leaks were found along the fluid path. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be conclusively determined. Timeouts were seen in the device data. No drive stalls occurred and the device did not generate any alarms. The device recovered from these timeouts. The cause of the timeouts could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the leg. It was noted that the adhesive was not sticking well, fluid was leaking, and the cannula dislodged from the site. Hyperglycemia treated with a new pod and correctional bolus.